Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of approximately 4 years (47.43 months) and was replaced with a 19mm valve due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Reportedly, a 21mm valve was explanted after an implant duration of 47.43 months due to hardening of leaflets. The customer reported a 21mm perimount valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2008. On (B)(6) 2012, a synthetic graft replacement was performed to correct acute aortic dissection. During the surgery hardening of the 21mm valve was observed, the valve was explanted and replaced with a magna ease 19mm valve. Customer commented that this explant was not expected but not device related. Patient expired after the surgery. Date of death was not provide. Initial information was learned through (B)(4) implant patient registry. The device was discarded at the hospital and will not be returned for evaluation. Echo report was not provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: (B)(4) device not returned. Additional manufacturer narrative: the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No information about device return was provided. The explant surgeon and the follow up doctor contact information was not provided; therefore, we were unable to investigate further for return of the device. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without additional information from the health care provider, we are unable to investigate into the root cause for this event.